Event description:
The company was informed that patient's surgery site was swollen. The investigative surgery was performed and revealed "hard brown crusts" on the magnet. The patient underwent revision surgery to replace the magnet. There was no sign of infection. The patient device remains implanted.